Event description:
It was reported that during an implant procedure, there was a sudden increase in impedance from 850 ohms to 3500-4000 ohms, and a sudden threshold rise. A 'lead integrity issue' was suspected. An echocardiogram revealed a myocardial perforation, and a small effusion. The patient remained asymptomatic, and the lead was not implanted. No further patient complications have been reported as a result of this event.